Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis fridge had failed. A field service engineer provided remote support to the customer to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open. The customer indicated that the issue arose while they were in the process of refilling the station. They acknowledged a potential delay in medication dispensing, although no specific details were provided at this time. Due to the inaccessibility of the drawer, they implemented a temporary solution by obtaining medications from an alternative station or directly from the pharmacy. There were no adverse events or injuries reported based on this event.